Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Cine images were provided and reviewed by an abbott vascular clinical specialist, who concluded the following: the image quality provided has poor detail resulting in the inability to confirm that the stent would not deploy on the final stroke. Elongation is not observable due to this poor detail. The report does state that the deployment lock was released and the slide was advanced to the most distal position, which appears to happen as the tip of the device is seen to oscillate. If, as stated, the final slide advancement did not release the stent, then elongation potentially could occur if the device is retracted proximally to release the final few millimeters of stent. Although not reported, excessive tortuosity proximal to the deployment site may influence stent deployment. It should be noted that there appears to be a stent within the vessel proximal to the end of the subject stent. Without additional history, it cannot be determined if this stent was placed at the time of the current reported procedure or was previously implanted. Visual and functional inspection was performed on the returned device. The deployment difficulty and stent elongation was not able to be confirmed as the stent was already fully deployed and not returned. Based on the reported information and analysis of the returned device, it is likely that the distal sheath was bent or entrapped within the vessel such that the ratchet was unable to engage the stent properly during deployment. The damage noted to the distal sheath further suggests that it was likely entrapped. The lesion site was described as a chronic totally occluded, heavily calcified lesion, which likely contributed to the sheath being entrapped and damaged resulted in the deployment difficulty. The reported stent elongation likely occurred when the delivery system was withdrawn with a portion of the stent still attached to the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a chronic totally occluded, heavily calcified lesion in the left superficial femoral artery (sfa). The lesion was pre-dilated with a 5x150mm armada 18 balloon catheter. The 5x150mm supera stent system was advanced to the lesion with no resistance; however, the stent was very difficult to deploy. The stent system had to be retracted to release the stent. This resulted in the stent elongating; however, it was deployed in the target lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.